Event description:
During an in-clinic follow-up, oversensing was detected on the device. The suspected cause of the event is likely due to the device picking up signals from the patients left ventricular assist device (lvad) system. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.